Event description:
My local pharmacy has dispensed blood test strips used in the accu chek compact machine to check blood sugar in the blood. These strip tests have an expiration date of 2009. The pharmacy dispensed this in 2009, which leaves it with about 5 months before it expires. I contacted the manufacturer roche who manufactures these strips and indicated that they always have at least 18 months of shelf life on such products. This leads me to believe that the pharmacy is trying to push old stock with short expiration dates. The pharmacy manager informed me that he verified with his supplier as well as the manufacturer and confirmed that they do not sell these products with a long life shelf date which is a lie as they are trying to dover up their act. I contacted the manufacturer and they provided me overnight with fresh dated supplies for 2 weeks and whose expiration date is 14 months away. The food and drug administration should enforce and stop such practices by the distributors and suppliers as well as pharmacies from dispensing form of prescription that carries less than one year of shelf life. This will ensure the products used are always fresh and not old stock. Thank you. Diagnosis: test daily sugar content in blood.